Event description:
A surgeon reports that following a intraocular lens (iol) implant surgery, a pt is reporting blurry vision, burning, pain, and states he can feel the lens in his eye. The pt has been diagnosed with dry eye and corneal dystrophy in this eye. The pt had a limbal relaxing incision (lri) for 2 diopters of cylinder and now has 0.5 diopters of cylinder. No inflammation was noted in the eye. Add'l info has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for eval; the device remains implanted. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the mfg documentation. Add'l info was requested 07/16/2009, 07/20/2009, 07/21/2009, and 08/03/2009 by phone, fax, and mail. A completed questionaire has not been received.